Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their previous right ventricular (rv) lead was fractured and had started shocking them. This previous rv lead was then capped and replaced. No further patient complications have been reported as a result of this event.